Manufacturer narrative:
This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6)for the advantage system.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 25 mg/dl, 35 mg/dl (aviva) and 110 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.